Event description:
Implant placed but when attempting to deliver the final depth, internal threads of the implant broke and implant had to be trephined out and replaced. Tooth #30. Surgical/medical intervention required for permanent damage: not indicated. Additional appointment required: not indicated. Symptoms as a result of the event: not indicated.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
One t3 pro tapered implant, (t3pt5411) was returned for evaluation. Visual/physical evaluation of the as returned product identified damaged drive feature, internal and external threads. Excessive debris (human tissues) were also identified inside the implant. External damages to the implant were probably due to removal process. DHR review for the lot (2023020460) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2023020460) and no similar event or complaint was found. (Complaint category keyword: damaged threads). The customer did not submit images for the reported event. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j ¿ 8/1/2022. Information identified: precautions. Per the applicable IFU, improper techniques may cause device failure. Based on the investigation and risk management file review, the most likely root cause determined was incorrect technique used. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.